Manufacturer narrative:
Additional information obtained stated the customer discarded the product. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during an unspecified therapeutic procedure the fluid would not flow through the single-use injector needle when advanced outside of the sheath. When retracted into the sheath, fluid flowed through the needle. The procedure was completed using a similar device. There was no report of patient death, harm, or injuries. The following patient identifiers are related events: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device lot number was not received however, the device history records (dhrs) for the past year prior to the aware date of this event were inspected and no abnormalities were found that could have led to the reported event. The age of the device is unknown since the lot number was not received. Based on the results of the investigation, the exact cause could not be conclusively identified. However, based on a similar complaint in the past, it is likely that the phenomenon occurred due to the compressive bucking on the needle tube. It is unlikely a unit with defective needle is shipped as nm-401l series undergo 100% inspection for appearance, needle operation and injection. The compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. It was likely that the friction between the outer tube and the needle increased by the following factors: the needle extended/retracted while the tube was coiled in inspection of operation. The slider was abruptly pushed. The kink of the tube. Angle of the distal end of the endoscope. The instruction manual contains the following descriptions, and it warns against this event. Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Although the actual defect was not sent, it is possible to infer the cause from the investigation results of similar cases in the past, so it is unnecessary to investigate using the same structure of equipment and similar equipment. It was judged. Olympus will continue to monitor field performance for this device.